Event description:
The patient underwent surgery for system replacement due to a broken catheter. The event is reported as a patient included in the implantable system performance registry. In 2007, the patient needed to have the catheter replaced as it was broken. The pump was replaced at the same time due to a long implant duration. No symptoms were reported. The drug used in the pump is lioresal (concentration and dose unknown). The patient recovered without sequela.